Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 2 sensor. Customer received scan timeout error while attempting to scan, and was therefore unable to obtain readings. As a result, customer experienced symptoms described as "tremors, nausea, headache, drowsiness", and a loss of consciousness. Customer was unable to self-treat and was treated with an unspecified injection by his girlfriend. There was no report of death or permanent injury associated with this event.

Event description:
An error message was reported with the freestyle libre 2 sensor. Customer received scan timeout error while attempting to scan, and was therefore unable to obtain readings. As a result, customer experienced symptoms described as "tremors, nausea, headache, drowsiness", and a loss of consciousness. Customer was unable to self-treat and was treated with an unspecified injection by his girlfriend. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Sensor 3mh005nyy6r has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.